Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the customer contacted a technical support engineer (tse) and reported that they experienced c-30 errors on the erbe when firing monopolar energy. Before contacting support, the customer attempted to resolve the issue by power cycling the generator and swapping cords and instruments, but the problem persisted. The tse suggested switching the energy mode to classic to see if it would help. At the time of the call, the customer had not yet returned to using monopolar energy and was continuing with the case. The tse reviewed the logs and identified multiple faults, including the c-30 fault. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue and replaced the integrated electrosurgical unit (iesu) to resolve. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system logs: c-30 errors were recorded on 17-nov-2025 during the initial occurrence. Additional c-30 errors were logged along with c-38, m-11, and m-18 errors during the same period. Other logged errors included m-1c, 2-8a, and m-32. Visual inspection revealed slight scraping and scuff marks on the underside of the front bezel and the left underside lip of the cover. Light scratches were also observed on the top and right side of the housing cover. During the failure analysis, the reported event was successfully replicated. When the iesu was tested on the system and monopolar operations were attempted via mono 2, errors n-02, c-30, and c-38 were observed on 24-nov-2025. Three attempts were required due to encountering varying errors while checking for n-02 replication, including m-31, m-11, and c-00 errors in the iesu logs. The iesu unit will be sent to the original equipment manufacturer (OEM) for further investigation. The probable cause of customer reported issues is attributed to a faulty electrical component inside the erbe generator. These errors indicate voltage variations during energy activation. This can be resolved through troubleshooting or replacement of the generator.